Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a low blood glucose (bg) level of 50 mg/dl, cause was not known. Reportedly, customer "did not treat the low bg". Customer alleged the control iq software did not function as intended, however upon review it was found that the customer had not started an active cgm session and the control iq feature was working as intended. Customer was instructed to contact tandem technical support when low bg is occurring so troubleshooting can be conducted, and to consult with their healthcare provider to discuss diabetes management.